Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphylaxis & angioedema due to nickel"), genital haemorrhage ("abnormal bleeding") and seizure ("seizures") in a 23-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included panic attacks and postpartum hemorrhage. Current weight 210 lbs. Previously administered products included for an unreported indication: ortho-tri-cyclen, depo provera and loestrin. Concurrent conditions included postpartum depression, adhd, polycystic ovarian syndrome, volvulus of large bowel, mood swings, bloating, spotting vaginal, premenstrual syndrome, cramp in lower abdomen, insulin resistance, swelling of tongue, drug hypersensitivity (ibuprofen, benadryl), acanthosis and hot flush. Concomitant products included levonorgestrel (mirena) and sertraline hydrochloride (zoloft). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vomiting ("vomiting") and diarrhoea ("diarrhea"). In (B)(6) , the patient experienced anaphylactic reaction (seriousness criterion hospitalization) with angioedema, nausea ("nausea"), depression ("clinical depression"), mental disorder ("mental breakdown"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) , the patient experienced seizure (seriousness criterion medically significant). In (B)(6) , the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), urticaria ("hives") and flushing ("flushed skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anaphylactic reaction, genital haemorrhage, seizure, mental disorder, migraine, headache, allergy to metals and vaginal discharge outcome was unknown, the nausea, weight increased and alopecia was resolving and the depression, fatigue, vomiting, diarrhoea, rash, urticaria and flushing had resolved. The reporter considered allergy to metals, alopecia, anaphylactic reaction, depression, diarrhoea, fatigue, flushing, genital haemorrhage, headache, mental disorder, migraine, nausea, pelvic pain, rash, seizure, urticaria, vaginal discharge, vomiting and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for additional surgery discrepancy noted in date of insertion- (B)(6) 2010. Coils right side-2 left-3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: genital haemorrhage , depression, pelvic pain , fatigue , allergy to metals , rash , urticaria , weight increased , vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bent over in pain'), anaphylactic reaction ('allergic or hypersensitivity reaction type: anaphylaxis & angioedema due to nickel/hundreds of allergic reaction'), genital haemorrhage ('abnormal bleeding'), seizure ('seizures') and morton's neuralgia ('mortons neuromas') in a 23-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included panic attacks, postpartum hemorrhage, postpartum depression, erythropapular rash, body mass index high, vaginitis bacterial and palpitation. Current weight 210 lbs. Previously administered products included for an unreported indication: wellbutrin, vyvanse, depo provera, ortho-tri-cyclen, loestrin and allegra. Concurrent conditions included postpartum depression, adhd, polycystic ovarian syndrome, volvulus of large bowel, mood swings, bloating, spotting vaginal, premenstrual syndrome, cramp in lower abdomen, insulin resistance, swelling of tongue, drug hypersensitivity (ibuprofen, benadryl), acanthosis and hot flush. Concomitant products included levonorgestrel (mirena), morphine and sertraline hydrochloride (zoloft). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In 2010, the patient was found to have weight increased ("weight gain/ gained 40+ pounds"). In (B)(6) 2010, the patient experienced anaphylactic reaction (seriousness criterion hospitalization) with angioedema, depression ("clinical depression"), mental disorder ("mental breakdown"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). In 2011, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), urticaria ("hives/breakouts in hives/ stomach and intestines"), flushing ("flushed skin"), hypoaesthesia ("my hand and feet would go completely numb"), swelling face ("face would swell"), food allergy ("allergic reaction to food"), cystitis ("bladder infections"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/lower back/starting to kill me"), vulvovaginal mycotic infection ("yeast infections"), abdominal pain lower ("horrible cramps/ cramps and shooting pain"), insomnia ("insomnia"), hot flush ("severe hot flashes"), night sweats ("night sweats"), frustration tolerance decreased ("frustrating"), swelling ("swelling"), burning sensation ("burning"), pruritus ("itching/ itching all over"), asthenia ("weakness"), procedural pain ("in a lot of pain"), dysstasia ("can,t stand up straight"), sitting disability ("cant get comfortable sitting"), musculoskeletal pain ("my butt is starting to kill me"), contusion ("bruised up"), vulvovaginal pain ("pain/through the vagina while peeing after surgery/sharpest pain shoot through my vagina"), dysuria ("pain/through the vagina while peeing after surgery"), urinary retention ("I could barely empty my bladder"), urinary tract infection ("uti"), chest pain ("chest pain"), scar ("scarring"), malaise ("sick"), thyroid disorder ("thyroid problems"), morton's neuralgia (seriousness criterion medically significant), dyspareunia ("pain during and after sex"), pain in extremity ("foot pain"), paraesthesia ("tingling") and inflammation ("inflammation/ chronic inflammation syndrome"). The patient was treated with surgery (bilateral salpingectomy and surgery to remove neuroma). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anaphylactic reaction, genital haemorrhage, seizure, mental disorder, migraine, headache, allergy to metals, vaginal discharge, hypoaesthesia, swelling face, food allergy, cystitis, bacterial vaginosis, back pain, vulvovaginal mycotic infection, abdominal pain lower, insomnia, night sweats, frustration tolerance decreased, swelling, burning sensation, pruritus, procedural pain, dysstasia, sitting disability, musculoskeletal pain, contusion, vulvovaginal pain, dysuria, urinary retention, urinary tract infection, chest pain, scar, malaise, thyroid disorder, morton's neuralgia, dyspareunia, pain in extremity, paraesthesia and inflammation outcome was unknown, the nausea, weight increased and alopecia was resolving, the depression, fatigue, vomiting, diarrhoea, rash, urticaria, flushing and asthenia had resolved and the hot flush had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaphylactic reaction, asthenia, back pain, bacterial vaginosis, burning sensation, chest pain, contusion, cystitis, depression, diarrhoea, dyspareunia, dysstasia, dysuria, fatigue, flushing, food allergy, frustration tolerance decreased, genital haemorrhage, headache, hot flush, hypoaesthesia, inflammation, insomnia, malaise, mental disorder, migraine, morton's neuralgia, musculoskeletal pain, nausea, night sweats, pain in extremity, paraesthesia, pelvic pain, procedural pain, pruritus, rash, scar, seizure, sitting disability, swelling, swelling face, thyroid disorder, urinary retention, urinary tract infection, urticaria, vaginal discharge, vomiting, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of insertion- (B)(6) 2010. Coils right side-2 left-3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: genital haemorrhage , depression, pelvic pain , fatigue , allergy to metals , rash , urticaria , weight increased , vaginal discharge, nausea. Concerning the injuries reported in this case, the following ones were reported via social media : swelling face, hypoaesthesia, food allergy, cystitis, bacterial vaginosis, back pain, vulvovaginal mycotic infection, abdominal pain lower, insomnia, hot flush, night sweats, frustration tolerance decreased, swelling, burning, itching, asthenia, procedural pain, dysstasia, sitting disability, musculoskeletal pain, contusion, vulvovaginal pain, urinary retention, urinary tract infection, chest pain, scarring, malaise, thyroid disorder, neuroma, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: information received via social media: new event - inflammation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bent over in pain'), anaphylactic reaction ('allergic or hypersensitivity reaction type: anaphylaxis & angioedema due to nickel/hundreds of allergic reaction'), genital haemorrhage ('abnormal bleeding'), seizure ('seizures') and neuroma ('mortons neuromas') in a 23-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included panic attacks, postpartum hemorrhage, postpartum depression, erythropapular rash, body mass index high, vaginitis bacterial and palpitation. Current weight 210 lbs. Previously administered products included for an unreported indication: wellbutrin, vyvanse, depo provera, ortho-tri-cyclen, loestrin and allegra. Concurrent conditions included postpartum depression, adhd, polycystic ovarian syndrome, volvulus of large bowel, mood swings, bloating, spotting vaginal, premenstrual syndrome, cramp in lower abdomen, insulin resistance, swelling of tongue, drug hypersensitivity (ibuprofen, benadryl), acanthosis and hot flush. Concomitant products included levonorgestrel (mirena), morphine and sertraline hydrochloride (zoloft). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In 2010, the patient was found to have weight increased ("weight gain/ gained 40+ pounds"). In (B)(6) 2010, the patient experienced anaphylactic reaction (seriousness criterion hospitalization) with angioedema, depression ("clinical depression"), mental disorder ("mental breakdown"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). In 2011, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), urticaria ("hives/breakouts in hives/ stomach and intestines"), flushing ("flushed skin"), hypoaesthesia ("my hand and feet would go completely numb"), swelling face ("face would swell"), food allergy ("allergic reaction to food"), cystitis ("bladder infections"), bacterial vaginosis ("bacterial vaginosis"), back pain ("back pain/lower back/starting to kill me"), vulvovaginal mycotic infection ("yeast infections"), abdominal pain lower ("horrible cramps/ cramps and shooting pain"), insomnia ("insomnia"), hot flush ("severe hot flashes"), night sweats ("night sweats"), frustration tolerance decreased ("frustating"), swelling ("swelling"), burning sensation ("burning"), pruritus ("itching"), asthenia ("weakness"), procedural pain ("in a lot of pain"), dysstasia ("can,t stand up straight"), sitting disability ("cant get comfortable sitting"), musculoskeletal pain ("my butt is starting to kill me"), contusion ("bruised up"), vulvovaginal pain ("pain/through the vagina while peeing after surgery/sharpest pain shoot through my vagina"), dysuria ("pain/through the vagina while peeing after surgery"), urinary retention ("I could barely empty my bladder"), urinary tract infection ("uti"), chest pain ("chest pain"), scar ("scarring"), malaise ("sick"), thyroid disorder ("thyroid problems"), dyspareunia ("pain during and after sex"), pain in extremity ("foot pain") and paraesthesia ("tingling") and was found to have neuroma (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and surgery to remove neuroma). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anaphylactic reaction, genital haemorrhage, seizure, mental disorder, migraine, headache, allergy to metals, vaginal discharge, hypoaesthesia, swelling face, food allergy, cystitis, bacterial vaginosis, back pain, vulvovaginal mycotic infection, abdominal pain lower, insomnia, night sweats, frustration tolerance decreased, swelling, burning sensation, pruritus, procedural pain, dysstasia, sitting disability, musculoskeletal pain, contusion, vulvovaginal pain, dysuria, urinary retention, urinary tract infection, chest pain, scar, malaise, thyroid disorder, neuroma, dyspareunia, pain in extremity and paraesthesia outcome was unknown, the nausea, weight increased and alopecia was resolving, the depression, fatigue, vomiting, diarrhoea, rash, urticaria, flushing and asthenia had resolved and the hot flush had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaphylactic reaction, asthenia, back pain, bacterial vaginosis, burning sensation, chest pain, contusion, cystitis, depression, diarrhoea, dyspareunia, dysstasia, dysuria, fatigue, flushing, food allergy, frustration tolerance decreased, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, malaise, mental disorder, migraine, musculoskeletal pain, nausea, neuroma, night sweats, pain in extremity, paraesthesia, pelvic pain, procedural pain, pruritus, rash, scar, seizure, sitting disability, swelling, swelling face, thyroid disorder, urinary retention, urinary tract infection, urticaria, vaginal discharge, vomiting, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of insertion- (B)(6) 2010 coils right side-2 left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: genital haemorrhage , depression, pelvic pain , fatigue , allergy to metals , rash , urticaria , weight increased , vaginal discharge, nausea. Concerning the injuries reported in this case, the following ones were reported via social media : swelling face, hypoaesthesia, food allergy, cystitis, bacterial vaginosis, back pain, vulvovaginal mycotic infection, abdominal pain lower, insomnia, hot flush, night sweats, frustration tolerance decreased, swelling, burning, itching, asthenia, procedural pain, dysstasia, sitting disability, musculoskeletal pain, contusion, vulvovaginal pain, urinary retention, urinary tract infection, chest pain, scarring, malaise, thyroid disorder, neuroma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Reporter information added. Event : my hand and feet would go completely numb, face would swell, allergic reaction to food, bladder infections, bacterial vaginosis, back pain, yeast infections, horrible cramps, insomnia, severe hot flashes, night sweats, frustating, swelling, burning, itching, weakness, in a lot of pain, can,t stand up straight, cant get comfortable sitting, my butt is starting to kill me, bruised up, pain/through the vagina while peeing after surgery, I could barely empty my bladder, uti, chest pain, scar, thyroid problems, mortons neuromas added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("severe allergic reactions") and nausea ("nausea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and nausea outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, nausea and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.